Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 06-oct-2020. Visual analysis of the photographs identified device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos a break is observed in the device, but due to the quality of the photos it cannot be determined if it is a broken or an opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported ¿right side rupture¿. Device has been explanted.